Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in storage of an atrial fibrillation (af) episode. Review of stored device data noted that the noise appeared consistent with sense b noise. Most of the noise was appropriately detected as noise. Technical services (ts) discussed potential programming and troubleshooting options. Noise was able to be reproduced in primary and alternate sensing vectors, however, was not reproduced in secondary sensing vector. Sensing was also noted to be acceptable in secondary. Additional information was received that an x-ray was taken. Ts reviewed the x-ray images and noted that the sense b node of the electrode appeared to be positioned close to a sternal wire. Ts discussed the option of maintaining the current programmed sensing vector of secondary. The company representative further indicated that the oversensing of noise only occurred when the patient reached their arm across the torso. Pocket manipulations did not recreate any noise. The current programmed settings will remain, and monitoring will be continued. No adverse patient effects were reported. This device remains in service.